Event description:
Pain; swelling. Case description: spontaneous report was received on (B)(6) 2012 from a physician via sales rep regarding a pt (age and gender not provided), initials unknown. The pt's medical history was not provided. On an unspecified date, the pt initiated treatment with synvisc one (hylan gf-20) injection, route not provided, dosage regimen not provided, in an unspecified location. The lot number of synvisc one was not provided. On unspecified dates, the pt experienced pain and swelling for which the pt required aspiration and steroid injections. The action taken with synvisc one treatment was not provided. The outcome for the event of pain and swelling was not provided. Concomitant medications were not provided. The intensity for the event of pain and swelling was not provided. The reporting physician did not provide the relationship between synvisc one and both the events. This is 1 of the 8 reports from the same reporter. The total list of cases created by this reporter are (B)(6).

Manufacturer narrative:
The qa (quality assurance) investigation summary was received on (B)(4) 2012. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. As only limited info has been obtained so far, it is difficult to assess a cause and effect relationship.